Manufacturer narrative:
(B)(4). D10: unknown liner unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the pmi group that a patient underwent a left hip arthroplasty. Subsequently, the patient is being considered for a custom freedom constrained liner for the patient's small ringloc cup. The patient's poly has worn out and has dislocated.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6, h10 attempts have been made to gather all product identification information, and no further information has been provided. Suggested component code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.